Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacturer and 510k however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of infection in blood stream and peritonitis in a patient coincident with dianeal unknown, dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced an infection in his blood stream. On (B)(6) 2012, the patient was diagnosed with peritonitis. The cause for peritonitis was not reported. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment rendered for the events was not reported. The patient was recovering from the peritonitis. The outcome for the event of sepsis was unknown. Per the nurse, the peritonitis was not related to dianeal therapies. The nurse did not comment on sepsis as reported by the consumer.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11c16098, h11f22040, h11h02022, h11i28041, h11f20093 and h11h09050 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. The cause was undetermined. No device malfunction or use error was identified.